Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported prior to the laser firing in a planned laser assisted cataract procedure, strange circle and line scans were observed. The surgeon disabled the capsulotomy and fragmentation cuts, and continued with the primary, secondary, and arcuate incisions enabled. The surgeon stated during the laser portion of the surgery, a full depth corneal laceration [straight vertical cut] of the primary incision that had to be sutured occurred, and a bandage contact lens placed on the left eye due to the wound leaking. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A field service engineer (fse) evaluated the system, and performed an alignment for the reported optical coherence tomography (oct) event. Post alignment, the oct images displayed correctly. No technical services were performed to address the reported event of disabled capsule and fragmentation treatments or corneal laceration. Although a laser printout described the plane depth and width, accurate architecture cannot be known solely from the printout. To know exact measurements, programmed defaults must be recorded. The doctor has continually requested not to be contacted about the patient. Based on the information obtained, the root cause of the disabled treatment options and the corneal laceration could not be determined. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the unexpected oct results can be attributed to the misaligned reference arm. Based on the information obtained, the root cause of the disabled treatment options and the corneal laceration could not be determined. (B)(4).

Event description:
Upon additional follow up, a clinical application specialist (cas) visited the surgeon and indicated for clarification of the event the primary incision became a straight vertical non-self sealing cut, instead of the typical "z" self-sealing 3 plane cut. She indicated the surgeon has not released any supporting documentation for this reported event; therefore no additional patient information is expected.